Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "enlarged lymph node "; "siliconoma"; "trace amount of the peri-implant fluid"; "could still include silicone adenitis".

Event description:
Company representative reported on behalf of patient right side rupture, "enlarged lymph node ", "siliconoma", "could still include silicone adenitis," and "trace amount of the peri-implant fluid". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified; an opening on posterior, red particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.